Event description:
The 3.9, 2.8, 3.6 inr with protime system vs. A 2.68 inr with unspecified lab system. No patient therapeutic range given. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.